Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd eclipse¿ needle with smartslip¿ technology safety mechanism shattered, allowing the needle to cause dirty needle stick injury during use. No further information was provided. The following information was provided by the initial reporter: "we were running a clinic and we were using the eclipse safety needle with smartslip technology when it shattered which caused the needle to come through causing a needle stick injury, needle stick injury after the injection given."

Manufacturer narrative:
H6: investigation summary: a device history record review was completed for provided material number 305892 and lot number 2103011. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. As the sample was unavailable for return, twenty retained samples of the same lot number were obtained from the manufacturing facility for evaluation. The retained samples did not show any signs of defect in the safety mechanisms and it was possible to correctly activate the mechanisms through the instructions for use (IFU). Based on the investigation results, an exact manufacturing related cause could not be determined for this incident. H3 other text : see h10.

Event description:
It was reported that the bd eclipse¿ needle with smartslip¿ technology safety mechanism shattered, allowing the needle to cause dirty needle stick injury during use. No further information was provided. The following information was provided by the initial reporter: "we were running a clinic and we were using the eclipse safety needle with smartslip technology when it shattered which caused the needle to come through causing a needle stick injury,. Needle stick injury after the injection given"